Manufacturer narrative:
(B)(4).

Event description:
The patient presented with a complicated type b dissection (spinal chord malperfusion and medullar malperfusion) was treated with a conformable gore tag thoracic endoprosthesis on (B)(6) 2015. No complications were reported. On (B)(6) 2015 the computed tomography showed a retrograde progression ot the dissection. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
Additional information received by gore stated that there was no progression of the dissection as initially reported. The hospital confirmed that the type a dissection was already present at baseline. Therefore the event description was corrected to no progression of the existing dissection. No reportable incidents occurred and therefore the reports are being retracted.

Event description:
On (B)(6) 2015, the patient presented with a complicated type a dissection (spinal chord malperfusion and medullar malperfusion) and was implanted with a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure with no reported complications. On (B)(6) 2015 the computed tomography showed a no retrograde progression of the dissection. The patient was discharged on (B)(6) 2015.